Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. The trial lead was implanted on (B)(6) 2018 and programmed with hd settings. All impedances were green at that time. The patient was not getting pain relief so that patient met with a manufacturer representative on 2018-sept-19 to reprogram with ld settings. Impedances were confirmed to be green at that time. The patient was still not getting pain relief with the ld settings so the manufacturer representative met with the patient again on (B)(6) 2018 to check the system. Contacts 0-7 were all red on the impedance test. It was reported that the lead had high impedances >40000 ohms. The hcp was going to pull the lead and return it for analysis. The patient may do another trial at a later date but this was not confirmed during the report. No further complications were reported.

Manufacturer narrative:
Analysis found no evidence of a non-conformance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be submitted when analysis of the wireless external neurostimulator is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the manufacturer representative was first aware of the lack of pain relief on (B)(6) 2018 by the consumer. The wens was returned for analysis on (B)(4) 2018. No further complications were reported.